Event description:
Dealer advised enduser coming off a ramp into the house and went over a bump and chair has rocking ever since. Dealer advised tilt actuator is not working and center seat frame is broken.